Manufacturer narrative:
The insulin pump was received with a button error alarm and had intermittent act button response due to corroded keypad traces. No moisture damage was found on the electronic assembly during visual inspection. The unit had minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads,a nd a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 49 mg/dl. The customer treated her low blood glucose with juice. The customer stated that sweat might have caused the button error alarm. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.